Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a laparoscopic gastroplasty, the stapler stopped halfway. Same issue occurred on another reload. A new handle and reload were used to complete the case. There was no patient injury.